Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed system test drive without issue observed. They were unable to identify any error codes in the log files that indicated a hardware issue. Fse moved endoscope from arm 2 to arm 3 and performed second test drive. No issues observed. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, surgeon complained that arms would keep moving after his hands had stopped moving. Surgeon requested system be checked. Surgeon completed the case robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information. The issue occurred when manipulating the scope. The customer tried to move the scope by clutching and using the right arm. Scope moved in the intended direction, but arm did not move correctly. Instrument moved intermittently when the scope was clutched. There was no shakiness and no interference. No external collisions. Site adjusted the scope to address the issue. The surgeon moved from arms 2,3,4 to arms 1,2,3. The drape is not available for return.